Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient's friend/family member. The caller reported the patient had already overdosed twice while they have had the pump. No further information was provided.